Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that while the patient was hospitalized for a previous hyperglycemic event (the previous event was documented under insulet reference #(B)(6)), hospital staff applied a new pod to the abdomen for testing and monitoring. This occurred on the day of discharge, (B)(6) 2026. The patient stated that after approximately one to two hours of wear, his blood glucose levels began to rise, with levels ranging between 14-15 mmol/l (252-270 mg/dl), and the attending physician removed the new pod. No other symptoms were reported. The patient was subsequently managed with insulin pens for the remainder of the hospitalization and continued using insulin pens following discharge. He remained on pen therapy from (B)(6) 2026, until (B)(6) 2026, at which time he resumed use of the omnipod 5 system. No alarms or messages were reported in relation to this event. When the patient got back home, a new pod was applied.